Manufacturer narrative:
Philips has investigated this complaint. The customer reported that automatic movement was not working, customer could move it manually but cannot over the patient. No further information regarding the issue has been provided. No service has been performed by philips since, the customer cancelled the service request. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m20 system was not automatically movement was not working. The user could be manually moved, but could not be moved over the patient. No harm has been reported. Philips has started an investigation of the complaint.